Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates estimated. The UDI number is not known as the part and lot number were not provided the additional patient effects and malfunctions reported in the article are captured under separate medwatch report numbers. Attachment: article titled, "leaflet-to-annulus index and residual tricuspid regurgitation following tricuspid transcatheter edge-to-edge repair."

Event description:
This is filed to report patient death. This research article evaluates the impact of leaflet-to-annulus index (lai) on the incidence of significant residual tricuspid regurgitation (tr) after transcatheter edge to edge repair (teer). It was noted that mitraclip devices were implanted off-label on the tricuspid valve. Adverse effects noted with both the mitraclip and triclip devices included death, heart failure, unchanged tr, difficulty grasping, single leaflet device attachment (slda), hospitalization and intervention. The study concluded that lai is independently associated with residual tr after teer, which is a significant predictor of one-year all cause mortality, and hospitalization due to heart failure. Lai could assist in making decisions about the treatment strategies for tr. Details can be found in the article titled, "leaflet-to-annulus index and residual tricuspid regurgitation following tricuspid transcatheter edge-to-edge repair". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported death could not be determined as no case-specific information was provided. The reported patient effect of death as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.